Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after transecting the stomach in a total laparoscopic distal gastrectomy, the surgeon had a difficulty is straightening/aligning the device's distal end to neutral position. The surgeon took the device out through the port to resolve the issue. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the loading unit noted that the staple cartridge was pre-fired and engaged in interlock. The jaws of the loading unit halfway open. The reload was articulated and the articulation flag was advanced. Functionally, the jaws were manually opened, the knife button fully retracted and articulation was set to neutral. The reload was loaded into a pmv instrument. The jaws clamped and unclamped repeatedly without difficulty. The reload was straighten and articulated without difficulty. The interlock was overridden and applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of misloaded and pre-fire that has no relationship to the reported condition. Staple pre-fire and inability to open the jaws after clamping may occur under the following conditions such as the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading, the shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading and the shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit (sulu) engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. If information is provided in the future, a supplemental report will be issued.